Event description:
False positive advia centaur cp troponin ultra results were obtained for a pt's samples. The pt was transferred to another hospital when there was no change or progress on the troponin ultra results with treatment. At the other hospital, the pt sample was tested using the architect method and the result was negative. The physician at the first hospital prescribed imdur, sigmart, aspirin and performed percutaneous coronary intervention (pci). There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
Additional lot # 045; additional expiration date: 02/28/2011. A siemens field application specialist (fas) was sent to the customer site. The fas tested the sample on two different lots of troponin ultra on both the advia centaur cp and the advia centaur xp. The results were positive. The cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
Additional information: based on all the information provided by the customer, this suggests heterophilic interference on this patient sample. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."